Event description:
2 devices with same defect: patient arrested. First set of one step CPR complete pads had gel adhesive roll up off of pad within first two minutes of CPR (anterior set). Second set was applied, adhesive began to roll and separate from pads during next round,(also anterior set) team repositioned gel and pad during pulse checks for duration of code blue. (35min) the hospital service will be returning to manufacturer through representative.